Event description:
Six (6) cosycot infant warmers, all at the same hospital, were found to have cracks in the rib structure of the base legs. Cracks were consistent between cosycots. From front-on looking at cosycot, the cracks always originated in back left leg. 'Rear rib' or ribs. Cracks were discovered by a fisher & paykel healthcare representative whilst performing inspection and label upgrade of the cosycots as part of a field corrective action.

Manufacturer narrative:
Visual inspection of the 6 cosycots during field corrective action revealed cracks in the base leg stiffening ribs that is consistent with overloading of the cosycot with accessories resulting in excessive weight being applied to the cosycot. All the above 6 cosycot bases were replaced by the fisher & paykel representative and new labeling supplied. The corrective action is to inform users of the maximum weight for the cosycot infant warmer and to inspect base legs of their cosycots as required. This corrective action has already been notified to the district office under the above reporting number (and via status reports to the district office dated june 7th, august 14th and sept 21st). Competent authorities of other relevant countries have also been informed. We consider this pcr (product complaint report) to be closed.